Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed a follow-up will be sent to the FDA.

Event description:
Philips received a report from a customer related to a patient heating incident with an ingenia 1.5t mr system. A patient was scanned for a MRI examination of the foot. After the examination second to third degree injuries were observed on the patient calf and heel.

Manufacturer narrative:
Based on the provided information and test performed on site there is no indication of a malfunction of the mr system or coil used. No definite cause for the injuries on the patients calf and heel could be determined. The following contributing factors for the injuries were observed: the patient was anesthetized. The thermoregulation of anesthetized patients is impacted. The patient was covered by a sheet or blanket made by a synthetic fiber. Synthetic fiber is often hindering the heat dissipation as it traps body heat. The plastic and the sandbags may have hindered the heat dissipation. The patient was dressed in his own clothing which was dry and made of unknown material (underwear and socks). E.g. Anti-bacterial socks which often contain silver nano fibers. Such socks are not safe to use in an MRI system (material of the socks could not be confirmed) .